Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The device logs confirmed that there were multiple instances of "purge disc not detected alarm issued". Upon visual inspection, the purge disc flag is missing/broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the aic's purge clip was broken. A loaner device was sent to the customer. No report of patient harm or injury.